Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event and indicated the pump was attempting to deliver too much insulin near the end of the workday, with no device alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.